Manufacturer narrative:
The returned lead extension, serial number (B)(4) was analyzed and x-ray inspection of the lead extension revealed cables # 7 and 8 were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector. The returned lead extension, serial number (B)(4) was analyzed and x-ray inspection of the lead extension revealed cables # 1, 2, 7 and 8 were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector. The complaint of high impedances was confirmed through product analysis. The probable cause has been traced to unintended use error caused or contributed to event.

Event description:
It was reported that the physician assessed that there were high impedances on multiple contacts. The patient underwent a surgical procedure where the physician first checked the connections in the pocket at the ipg, and impedance issues did not resolve. Then the physician tested the implanted leads with the or test cable and there was no issues as the lead impedances were in range. Then the physician tested the extension connected to the lead with the operating room test cable and he saw the high impedances, and therefore he then decided to replace both extensions and all high impedances were resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension upn: m365nm3138550 , model: nm-3138-55, serial: (B)(4), batch: 7070943.

Event description:
It was reported that the physician assessed that there were high impedances on multiple contacts. The patient underwent a surgical procedure where the physician first checked the connections in the pocket at the ipg, and impedance issues did not resolve. Then the physician tested the implanted leads with the or test cable and there was no issues as the lead impedances were in range. Then the physician tested the extension connected to the lead with the or test cable and he saw the high impedances, and therefore he then decided to replace both extensions and all high impedances were resolved.